Manufacturer narrative:
Device was returned for evaluation. Complaint was not verified, as device was not evaluated for reported malfunction due to sieve bed saturation. Device was scrapped, as the device was beyond repair due to sieve bed saturation.

Event description:
Dealer was testing unit and running at 67 percent oxygen with yellow light and no alarm.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer was testing unit and running at 67 percent oxygen with yellow light and no alarm.